Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient has been having seizures up to 2 times per week. The doctor noted that she has had increased seizure frequency since her vns has not been working well. The patient said the battery has not been changed since 2008, but a blc was run, indicating 5 years until neos (near end of service). Lastly it was reported that the patient may need a new battery. No other relevant information has been received to date. No known surgical interventions for vns has occurred to date.

Event description:
This patient has received a prophylactic generator replacement. The explanted product has not been received to date and the explant hospital's protocol is normally to discard.